Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, did not pipette in well position a10 and no error message was given. Smtlog has been received for review. No death or serious injury was associated with this event.